Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, postop a caesarean section, the edge of the wound was swollen (sixth days after the operation), and it was painful with light pressure, and had a little yellow osmotic fluid. The fat layer was healing badly after taking out the suture. Anti ¿ infection were used, drugs were intensively changed, and hypertonic sugar hyperglycemia was used to promote wound healing. The patient had delayed healing time.